Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Adjacent implant was an immediate placement - integrated well.